Event description:
During the directional coronary atherectomy (dca) procedure, after making eight cuts, a perforation occurred. A perfusion device. Intra-aortic balloon pump (iabp) and three stents were used to treat the perforation.